Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No changes were reported. There were no patient consequences.